Event description:
It was reported that alarm 113 (reduced water temperature control) occurred in arctic sun device during procedure. Per follow up information received via email on 11jan2024, device was under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. Confirmed insufficient flow. Replaced circulation pump head. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The actual/suspected device was inspected.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred in arctic sun device during procedure. Per follow up information received via email on (B)(6). 2024, updated entry description (see attachment). Device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.